Manufacturer narrative:
(B)(4): during pre-repair assessment performed by a technician, functional testing was performed and revealed the the nose tube came apart, the coupling was defective, and the air passage was blocked. This was attributed to normal wear. The coupling was replaced and device cleaned. The device was repaired and returned to the customer on 03/15/2013.

Event description:
Device was returned for service. During service, technician found a defect coupling, and air passage blocked. (B)(4).